Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
A report was received involving a camino icp (intracranial pressure) bolt without csf drainage catheter (lot number unk) that malfunctioned. The event was described as follows by the resident. "We actually had another icp monitor issue overnight for a child with a camino (icp) intracranial pressure bolt without csf drainage catheter." The catheter was implanted on (B)(6) 2014. "The child was doing well, sleeping overnight, between nursing checks, the monitor read a similar error ((B)(6) 2014), something to the effect of "check monitor connections." The monitor had functioned through the day without issue and the time between the last known functioning time was about 10 minutes. The cable connections were checked, the monitor was turned on and off, and then a different monitor box was tried with a similar error. The device was removed the following day, unintentionally thrown away. There was no injury involved with this event. A second catheter was not used. The resident was unable to identify the product except for the description provided above.